Event description:
It was reported that a device would not connect to the customer's network. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found unable to connect to the baxter (B)(4) when coupled with received wireless battery module ((B)(4)) caused by a failed wireless battery module ((B)(4)). The pump itself was tested with the unit passing. The pump was coupled with a known good wireless battery module, with the baxter (B)(4) configuration installed, making sure the battery and pump are able to communicate with the baxter (B)(4) and receive the ip address and gateway information from the baxter (B)(4). The device will be returned to the customer.